Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to being connected during the fill tubing process. The customer's blood glucose level was 40 mg/dl. The insulin pump was not replaced or returned for analysis.